Manufacturer narrative:
The unit was not returned for evaluation; therefore the fast flow and leakage report could not be confirmed. However, an incorrect flow rate was confirmed on another complaint unit of the same lot that was returned. An investigation was opened with the supplier (merit) and investigation results are pending. A review of the manufacturing records indicated that the product met specifications upon release.

Manufacturer narrative:
Root cause analysis has been requested of the supplier and corrective actions will be applied at the end of the investigation.

Event description:
It was reported that "saline leakage was observed from the connection during priming in ccu." It could not be determined from which connection the leakage occurred. The device was discarded at the hospital and not available for return. Additional information received that the customer also noted a fast flow rate.